Event description:
The user received a questionable estradiol ii (estradiol) result for one patient lithium heparin plasma sample that had been stored at -20 °. For this sample from (B)(6) 2011, the result from the analytical e module was 385 pmol/l. The sample was measured on a beckman system with a result of <200 pmol/l. The result of 385 pmol/l was reported outside the laboratory. It was unknown if the patient was adversely affected. The estradiol reagent lot number was 159317, but the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received regarding information previously reported on the medwatch. The birthdate of the patient was changed from (B)(6) 1985 to (B)(6)1984. The age of the patient was update from (B)(6) years. The initial result was changed from 385 pmol/l, to 358 pmol/l. The initial result was not reported outside the laboratory.

Manufacturer narrative:
The patient sample was returned for investigation and tested with retention material on an analytical e module analyzer and a cobas e411 analyzer with reagent lot numbers 164241 and 166101. A specific root cause could not be identified. The results indicated a streptavidin interference may be present in the sample. This interference is documented in the package insert. Further investigations were not possible because of insufficient sample volume. It was noted the sample was stored at -20°c for 9 months which exceeded the recommendation 6 months duration per product labeling. This likely influenced the investigation results. Additionally, the patient was using decadurabolin which may have an impact on the estradiol results. No adverse event was reported.